Event description:
It was reported that an infusor lv5 had backflow from the filling port. This issue occurred during filling with non-baxter saline. There was no patient involvement. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The sample was visually inspected and functionally tested. No nonconformances were found. There was no evidence of a leak or backflow at the fill port. Upon completion of baxter's investigation, should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.